Event description:
It was reported that during a coronary artery stenting procedure, a stent fracture occurred. The lesion being treated was located in the mid left anterior descending (mid lad) artery. The lesion was predilated and there was significant stenosis. While trying to pass the stenosis with the stent, there was resistance, after a second trial to pass the stenosis, the stent's shaft broke. The doctor withdrew the stent and used another of the same device to complete the procedure. There were no reported patient complications or injuries. The patient is said to be in "stable" condition.

Manufacturer narrative:
(B)(4).